Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Vessel morphology at implant was not reported; however, the physician stated that the patient¿s mid aorta had considerable amount of thrombus in the aortic sac. It was reported that on a follow up CT scan, the physician identified stent graft compression of the bifurcate right limb and almost all the way to the flow divider. The physician attributed the occlusion due to the thrombus in the aorta. An intervention was performed and two balloon expandable stents were placed in ¿kissing¿ technique in the contralateral and ipsilateral limbs to fix the compressed area.  The compression was fixed. Per the physician, the cause of thrombus in the aortic sac could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).